Event description:
It was reported that this patient experienced five inappropriate shocks. Neuromuscular noise was seen as well as double counting of t waves. The device was deactivated and a review was requested. Technical services (ts) review noted t wave oversensing as well as low r wave amplitudes. The device was reprogrammed from the primary vector to the alternate vector. The device was subsequently explanted and will not be returned. No additional adverse patient effects were reported.